Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: catheter. Product ID: 8596sc, serial/lot #: (B)(4), ubd: 02-feb-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from an healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving gablofen (2,000 mcg/ml, 1,100 mcg/day) via an implantable pump. It was reported the patient presented to the emergency department with increased spasms, tone and stiffness, and a return of spasticity. The patient reported two falls, but they were unsure of exactly when they occurred. The pain team did an indium dye study to see catheter flow. They saw some flow, but the patient was not getting benefit so they opened the pump pocket and saw the sutureless (sc) connector was dripping when injected. The sc connector was replaced with a new one. They confirmed they could aspirate and get free cerebrospinal fluid (csf) flow. The issue was resolved at the time of this report.